Event description:
It was reported that the pt expired in february; the pt had chronic lung issues, however, it is unknown if the death was related to the intrathecal drug delivery pump. The pump was not removed prior to cremation. The hcp reported, they were not aware of any problems with the pump or therapy. Additional info has been requested from the hcp, but was not available on the date of this report.

Manufacturer narrative:
.